Event description:
It was reported that during a stent placement procedure in left common iliac artery, the stent allegedly came off the balloon mounted on at the sheath hub and the stent never made it into the sheath. It was further reported that the balloon/stent was tried to put into the hub of the sheath and the stent came off the balloon outside of the patient. The procedure was ended up ballooning the target lesion. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one valeo expandable biliary stent was received for evaluation. During visual evaluation, the stent was noted dislodged proximally, and crimp makings were noted to balloon under microscopic examination. Bunching was also noted to the stent. No kinks to the catheter and no anomalies to luers/y-body. No functional testing was performed due to the nature of the complaint. Therefore, the investigation is confirmed for the reported stent dislodgement as the stent was noted dislodged proximally, and crimp makings were noted to balloon under microscopic examination. The investigation is also confirmed for the identified stent bunching as bunching was noted to the stent. A definitive root cause for the alleged stent dislodgement and identified stent bunching could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 10/2024), g3 h11: b5, h6 (device, method, result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a stent placement procedure in left common iliac artery, the stent allegedly came off the balloon mounted on at the sheath hub and the stent never made it into the sheath. It was further reported that stent allegedly unraveled itself again as it was going through the sheath. The procedure was ended up ballooning the target lesion. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 10/2024). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.